Manufacturer narrative:
(B)(4). Lens work order search. Results: visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the same work order. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
A aq5010v three piece silicone lens with one bent haptic was returned with no further info. Further info has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.